Event description:
Rapid infuser used to administer blood, upon staring the blood after tubing primed, a leaking of blood noted from the top of drip chamber near the spiked unit. Upon noticing a second tubing was primed and the remainder of the first unit was begun, and again blood was noted to be leaking from the same spot at the top of the drip chamber, where white cap meets chamber itself. No adverse patient effects were reported.